Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3a; b1; b5; d1; d2a; d2b; d4; d9; e1; g1; g3; h1; h3; h6. The following sections were updated: h3; h6; h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified small scratches near the edge along with a red substance on a groove near surface scratches. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Additional further testing of the red substance could not be performed due to an insufficient amount of the red substance present and it could not be removed from the implant surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a red substance was observed on the patella implant surface upon opening the packaging on an unknown date. When the sterile package was opened in preparation for implantation during a knee arthroplasty, the red substance was noted on the patella implant surface. The affected device was not used. The procedure continued and was successfully completed with another patella. No environmental factors were reported. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the red substance was on the patella implant surface when opening the packaging. As a result, the surgery was successfully completed with another patella.